Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring between 120 ohms and 130 ohms. The boston scientific (bsc) representative stated that the patient had elevated shock impedances noted. The latitude report showed impedance trend stable over the last years. The bsc rep performed an individual vector breakdown and coil to coil was 148, coil to can was 141 and ra coil to can was 68. The rep increased the oor upper limit to 150 and the plan is to continue monitoring. This rv lead remains in service. No adverse patient effects were reported.